Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The pacing impedance value was elevated and out of range. The lead became displaced due to twiddler's syndrome. The lead was capped and replaced with no adverse consequences to the patient.